Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited issues with drops and increases in impedance on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. It was noted that there were many lead safety switches (lss). Also, there were reports of noisy signals in bipolar configuration. It was noted that further testing will be done for the system. Subsequently, the device was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited issues with drops and increases in impedance on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. It was noted that there were many lead safety switches (lss). Also, there were reports of noisy signals in bipolar configuration. It was noted that further testing will be done for the system. Subsequently, the device was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported.